Event description:
Catheter implanted on 6/5/97. On 9/18/97 port was accessed and swelling was noticed above device. Chest x-ray showed fractured catheter. On 9/19/97, port removed in special procedure.